Event description:
It was reported that during surgery, after the first t was release, the second one cannot be released. The line was cut off and removed, so the second t was pulled out and thrown away. A backup device was used to complete the surgery. There was a delay of more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the needle. Approximately 12 inches of suture was returned, which showed no abnormalities. The distal end of the depth limiter is crimped/damaged. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The reported complaint of t2 non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.